Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button. The customer¿s blood glucose was 52 mg/dl at the time of incident. Stuck button troubleshooting was performed and confirmed that the insulin pump button was not pressed down for 3 minutes or longer and it was not exposed to a change in altitude. Customer also reported to have experienced a low blood glucose of 52 mg/dl and declined low blood glucose troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device received with a blank display due to corroded electronic assy. The motor and battery tube assemblies found with traces of corrosion. Device failed leak test, device leak at a crack on back of the case. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify keypad anomaly due to blank display. Device received with cracked case on the back at the battery tube area and belt clip rail case corner. Device received with faded serial number label. Device received with minor scratched display window, case and keypad overlay.